Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the complaint failure mode was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. Also, for such a kind of bone breakage full weight bearing should be avoided until sufficient bone healing is evident. Additionally, as the patient suffered from metastatic carcinoma bone healing in a timely manner could be doubted. Early implant breakage was rather foreseeable as stated in the literature. According to available information the event was not caused by a deficiency of the device but was rather contributed by foreseeable insufficient bone healing.

Event description:
It is reported by the nurse that a gamma nail broke.

Event description:
It is reported by the nurse that a gamma nail broke.